Event description:
It was reported that the patient underwent a procedure for implant of an artificial cervical disc. Approximately 2 years post-op, the patient is reporting symptoms of increasing pain, low grade fever, and rash intermittently. The patient is concerned of allergies related to nickel or stainless steel. Reportedly, x-rays and MRI show good alignment of the device. No additional information is known at this time.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.